Event description:
Event description guidant received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) displayed a shorted lead message during defibrillation threshold testing, when attached to this chronic transvenous implantable lead. The abdominal system was abandoned and a new pectoral system was implanted. The device was returned for analysis.